Event description:
About two months ago, upon completion of a successful cardiac catheterization, images from the catheterization failed to send to the synapse archive. Ge field engineer on site and attempted to delete images to increase the storage space. It was unsuccessful. The system was rebooted and the images from the just completed case could not be reclaimed. The hard drive was replaced about six days after the event but was not functional until two days after replacement. Manufacturer response for ge innova igs520, (brand not provided) (per site reporter): ge service program manager on site, along with field engineer, investigated the event. The removed hard drive was sent to france for engineers to try and retrieve the lost images from the case in question. In the process of removing the hard drive the chassis shorted out and needed to be replaced. The chassis was returned to gehc harvested parts depot as damaged and per the service manager, has likely been destroyed. Per the service manager, ge engineering confirmed that the disc full message is due to a known software logic error which is intermittently displayed on some systems running the igs innova m3b software, when dosemapp and fluoro store options are also enabled. Recommended that if the message appears, a member of the staff check to ensure there is adequate disc storage space.